Event description:
It was reported that a shaft break occurred. The target lesion was located in the peripheral artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation in a lower leg angioplasty. During the procedure, it was noted that the balloon was stuck in the 6fr sheath and broke. An xray was performed, and it was confirmed that no device fragments were left inside the patient. The balloon was removed from the patient. The procedure was prolonged and was completed with another balloon. There were no patient complications as a result of this event.